Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide was used to achieve hemostasis. A 7fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the safety and effectiveness of the perclose proglide smc devices have not been established in the following patient populations: patients who are morbidly obese.the customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The return of the device may have assisted in the investigation of the reported event. A cuff miss can be influenced by numerous factors including, but not limited to manufacturing, user technique and/or patient anatomical conditions. During manufacturing, the needle trajectory of every device is verified and a sampling of finished devices is destructively tested to verify the functionality of the device. It was reported that the patient was morbidly obese. The IFU states: the safety and effectiveness has not been established in patients whom are morbidly obese. There is an indication anatomical conditions may have influenced this experience, but it cannot be confirmed. The evaluation could not conclude that manufacturing or user technique contributed to the reported event. The evaluation did indicate that the anatomical conditions may have had influence on the reported experience. Therefore, the cause of this event is related to the operational context (morbidly obese patient). A review of the device history record and a query of the complaint handling database could not be performed because the lot number was not provided and the device was not available for analysis. Based on the evaluation, there does not appear to be any indication of a product quality deficiency.